Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming; they were malformed. Second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.